Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tfdm-df) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
At the end of successful atrial fibrillation procedure with tactiflex duo in voxelflex mode, the nurse noticed a loss of blood pressure and a pericardial effusion was diagnosed via ultrasound investigation. After about 200 ml of pericardial fluid had been removed, the patient left the lab in a stable condition. The physician was unable to identify any situation that could have caused the event and mentioned that there were no performance issues with the device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex duo ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. No anomalies were noted on the eeprom payloads. The magnetic sensors, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.